Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complain. Functional testing and a manual drop test was performed and the tests failed, confirmed the reported event of no audio output. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, a root cause to the confirmed complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.